Event description:
As reported via medwatch mw5172706: increasing symptomatic incisional ventral hernia.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.